Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Clarification to a.2. Date of birth: 1996. Clarification to e.1. (B)(6). The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in the chin with juvéderm® volux¿ and 5days post injection experienced "inflammation and hair loss (alopecia aerata)". Treatment and symptom information not provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6. Previous emdr submission noted autoimmune/connective tissue disorders to capture hair loss (alopecia aerata) as a serious injury. Abbvie medical safety determined that the event is not considered a serious injury.

Event description:
Per medical review, the event of hair loss is deemed not a serious injury.